Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The history files were read out and analyzed. During the analysis of the history files a changing of the dose rate could not be comprehended. The sample was subjected to a visual and functional examination. A self test could be successfully performed, the delivery mode could be started without any problems and an long term test was performed. The device fulfills the required values according to the specifications of the technical safety check (tsc). The complaint could be not confirmed. Summing up all tests a change of the flowrate could not detected after the setting was done. The pump operate within our specification.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in ireland):changing rate